Event description:
Reference MFR. Report # 1627487-2019-03342. Reference MFR. Report #1627487-2019-03344. Reference MFR. Report #1627487-2019-03345. It was reported during follow up the patient underwent surgical intervention during which the patients entire system was explanted. Surgical intervention addressed the issue.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
Device 2 of 4: reference MFR. Report # 1627487-2019-03342, reference MFR. Report #1627487-2019-03344, reference MFR. Report #1627487-2019-03345. It was reported the patients leads had migrated and protruded through the skin following a fall. X-ray confirmed the migration. The patient cut the protruding lead. Surgery may be pending to address the issue. Note: all of the patient's leads are being reported as explanted because it unknown which device was cut.